Manufacturer narrative:
Evaluation of the returned handle revealed a functional device. During the functional test, the handle was tested on a handle fixture and passed within specification. The handle was also used to detach a demonstration coil without an issue. The root cause of the reported complaint could not be determined. Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The ruby coil lp was then advanced through its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01978 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01975, 3005168196-2020-01976, 3005168196-2020-01977, 3005168196-2020-01978.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coil lps, a ruby coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician could not detach a ruby coil lp using the handle. Therefore, the ruby coil lp was manually detached. The same issue occurred while attempting to detach two subsequent ruby coil lps with the same handle. These coils were manually detached, and the handle was no longer used. Next, another ruby coil lp would not advance from its initial position within its introducer sheath. Therefore, this ruby coil lp was removed. The procedure was completed using the same microcatheter and by manually detaching two additional ruby coil lps. There was no report of an adverse effect to the patient.